Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection on ceramic head identified some scuffing present inside of the taper. The scuffing is light and intermittent until the bottom of the taper where it presents as a solid ring of nearly bare metal. The etch is legible at the bottom of the taper. The outer surface has several scratches down to bare metal and in various widths. This is likely due to the metal transfer from other components. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03337 & 0001825034-2017-03338.

Event description:
It was reported that the patient's left hip was revised approximately two months post implantation due to disassociation.